Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to the patient having a clamp open on a supply line not connected to a solution bag. The lot number is unknown, therefore, a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted hp to check the lines for open clamps. The hp stated that there was an open clamp on one of the lines not being used. The hp then cycled power to the hc machine,to clear the alarm. The tsr assisted to end therapy and remove used supplies. The hp would continue in the morning and agreed to contact the nurse as soon as possible. The hp would call back with any questions. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved. Per hp, she had notified the nurse of this event, and confirmed that she did not have any injury or harm as a result of this incident. Per hp, she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.